Event description:
Caller states that the patient tested 4.9 inr on device uf0236000 using strip lot 405a while a comparison lab returned as 3.0 inr. No action taken based on device result. No adverse event reported. Requested return of suspect device, however, caller states that strips are unavailable for return.

Manufacturer narrative:
Strips unavailable for return.